Event description:
It was reported by the rep that the device was used during a subtotal gastrectomy. It was reported the stapler was fired across the stomach and the staple line leaked. Bipolar was used to complete the case. 10/23/1998 there was no consequence to the pt.